Event description:
The complaint is reportable due to electrode migration resulting in no neural response telemetry. The device has now been explanted on (B)(6) 2019. The explanted device is on the way back to cochlear for a device analysis (has not been received as of the date of this report july 18, 2019).

Manufacturer narrative:
Additional information received on june 26, 2019 reported that the device has now been explanted on (B)(6) 2019. This report is filed on july 18, 2019.

Manufacturer narrative:
This report is submitted on july 8, 2019.

Event description:
Per the surgeon, the implant had migrated out of the cochlear resulting in no neural response telemetry. The implant remains in-situ.